Manufacturer narrative:
The event occurred on an unspecified date in november 2016, described as "the first week of thanksgiving." The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment for the event, action with dianeal therapy and patient outcome were not reported. No additional information is available.